Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right atrial lead was exhibiting high pacing thresholds and low amplitude. A surgical procedure wherein the physician attempted to reposition the lead and intravenous antibiotics were needed to resolve the issue. During repositioning the helix was retracted but the physician was unable to re-extend the helix. The lead was therefore explanted and replaced. There were no additional adverse patient effects reported.